Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 121 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer installed a new alkaline battery and the display on the insulin pump returned. It was reported that a new battery cap for the insulin pump would be shipped to the customer. No add'l info was provided.